Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and instability. On 2/8/2017: medical records received. After review of the medical records for MDR reportability, the patient was revised on (B)(6) 2015 and femoral component loosening and tibial malpositioning was reported. The femoral component also showed some slight irregulatory as far as its positioning as well. The loosening interface is unknown for the femoral component so the cement will be added to the complaint. Part/lot is being updated for all implants except the tray and patella.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search finds additional reported incidents against the provided product lot combination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See section for any additional information received. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is unavailable.

Event description:
Patient was revised to address pain and instability.